Event description:
It was reported that during reprocessing of the subject device, scrubbing occurred when the optics were inserted into the housing case. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.